Event description:
The procedure was coil embolization for the dissection of vertebral artery, while the coil ((B)(4)) was advanced in the microcatheter (sl10, boston scientific (B)(4)), friction occurred abruptly. The coil was fully removed from the microcatheter, and exchanged to the other new product. The coil ((B)(4)) could not be detached though the alternative detachment was attempted. The coil was fully removed without early detachment, and exchanged to the other new product. The procedure was completed successfully. There was no adverse consequence to the patient. The vessel was not calcified and tortuous.

Manufacturer narrative:
Additionally it was reported prior to connecting and during prep, the microcatheter (mc) was damaged. An adequate continuous was flush maintained through the mc at all times. There were no kinks in the mc that may have contributed to the event. During prep, a dedicated saline source was utilized to fill and prep the syringe. After disconnecting the coil delivery system, no damaged was noted on the syringe. Prior to this coil, at any time, the green zone was not exceeded. The product was connected properly to the hub of the coil delivery system. The leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. After the product failure occurred, no other damages were noted on the syringe or the coils damaged in anyway after removal from the patient. No additional information is available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization for a vertebral artery dissection a 3x4 mini fill trufill dcs orbit (637mf0304) could not be detached although the alternative detachment method was attempted. The coil was fully removed without early detachment or damage and was exchanged to another product. The syringe used with the coil was filled using a dedicated source of saline. It was properly connected to the hub of the orbit system and there was no leakage or damage noted to the syringe. It is not known how many times the syringe had been used during the procedure prior to the event; however, it was reported that it had not exceeded the green detachment zone prior to the event. No additional information is available. It was reported that the device will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471218 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Subassembly DHR review: coil assy lot 14051382 was reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic headpiece attachment strength pull test according and embolic coil detachment pressure test. No contributing procedural factors are identified with review of the available information. Without the return of the device for analysis, no conclusion can be made. There are no identified manufacturing related issues based on the device history record review; therefore, no corrective actions will be taken.